Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead; 274 v-sics since last session 2.4 days ago; 5 non-sustained tachycardias (nsts) episodes with v-v intervals <(><<)> 220 ms from (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for v-sics and nsts. Rv pace impedance steady at approximately 379 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016.

Event description:
It was reported that the right ventricular (rv) lead contained a possible fracture. The physician is still evaluating the patient and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.